Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2019-15139. Related manufacturer reference number:2017865-2019-15140. Related manufacturer reference number:2017865-2019-15142. It was reported that the patient developed an infection. The entire system was explanted due to (B)(6). The patient was in stable condition before, during, and after the procedure.